Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator stated that the device is not helping. The implant feels irradiated and causes pain at times but has not yet reviewed this with their physician. The patient also reported getting up 6-8 times at night to urinate. The patient currently has a urinary tract infection (uti) that will be rechecked, and the physician is aware. The patient has yet to follow up with their provider. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator stated that the implant feels irradiated and causes pain at times but has not yet reviewed this with their physician. The patient also reported getting up 6-8 times at night to urinate. The patient currently has a urinary tract infection (uti) that will be rechecked, and the physician is aware. The patient has yet to follow up with their provider. There were no additional patient complications. The patient experienced another uti, though the exact onset date was not specified. The patient was scheduled for a recheck. The exact onset of the infection is unclear, and it is uncertain whether it was self-diagnosed or identified during an office visit. The patient reported significant improvement since turning off the stimulation and feels that the infection has resolved. The patient mentioned getting up 2-3 times at night and experiencing less urgency during the day. However, the patient continues to experience some irritation and discomfort, occasionally feeling tender. The patient understands the situation and acknowledges that they have other ongoing health conditions. The patient plans to postpone follow-up until late (B)(6) 2025 or early (B)(6) 2025. For the time being, the patient wishes to keep the stimulation off but will schedule a follow-up appointment with their provider if the situation changes or decide otherwise. The patient still has yet to follow up with their provider.